Event description:
A medtronic representative reported that the site's vertek arm no longer tightens properly. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Device evaluated on-site by medtronic representative and found to no longer tighten down properly. Replacement vertek arm has been sent to the site for issue resolution. Part has not yet been returned to the manufacturer for further evaluation.